Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked from an unspecified location. The issue was described as ¿was not from any solution bag, it was from the device this leaking¿. This occurred during the last drain phase of automated peritoneal dialysis therapy. Renal therapy services aided and discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d4: (UDI #): added the correct primary di number, (remove previously reported primary di number (B)(4)). Should additional relevant information become available, a supplemental report will be submitted.